Event description:
The facility reported a colleague infusion pump with failure code 589:317:1061. According to the facility, this event was reported to have occurred during use in the medical surgical unit. This condition may have interrupted delivery. It is unknown if there was patient injury, medical intervention necessary, or adverse reaction in association with this event as the customer is not willing to be contacted. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.